Event description:
Ems personnel were attending to a pt, in cardiac arrest. The pt was countershocked twice and converted to asystole. External pacing was attempted however after electrical capture was obtained, the pacer stopped and a service indicator was displayed. The operator was able to restart the pacer, however after approx one minute of operation, the anomaly occurred a second time. The pt was not resuscitated. The reporter stated his opinion that although the alleged malfunction did not cause the pt's death it may have contributed.